Manufacturer narrative:
On inspection of the device at the service center, a leak was discovered in the biopsy channel with fluid invasion. The biopsy channel was replaced to resolve the issue.

Event description:
It was reported that the center screen was blinking on and off during a procedure. There was no patient injury or other adverse health consequence.